Event description:
A customer in portugal notified biomérieux of discrepant results associated with vitek® ms instrument (reference 410895). The customer reported low discrimination or no identification of bjerkandera adusta (fungi) species on the vitek® ms instrument. The customer used sda culture media and the strain was isolated from an environmental plate. The sample was sent to an external laboratory and the expected result of bjerkandera adusta strain was obtained. As this is an industrial customer, no patient outcomes were reported due to the referenced issue. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in portugal had notified biomérieux of discrepant results associated with vitek® ms instrument (reference 410895). The customer reported low discrimination or no identification of bjerkandera adusta (fungi) species on the vitek® ms instrument. The sample was sent to an external laboratory, and the expected result of bjerkandera adusta strain was obtained. An internal biomérieux investigation was conducted. No further information could be retrieved from the customer to perform the investigation. Vitek ms result : no precise information was provided. Other identification method : retested by an external laboratory (charles river) => bjerkandera adusta (fungi), however, the method used was not communicated. Expected identification : unknown. Orientation tests : unknown. Culture conditions : * culture media used: sabouraud dextrose 3p irr neutralizers * incubation time: 4 days * microorganism was isolated from an environmental plate * used protocol: fungi with vitek ms mould kit ref. 417680 issue date: unknown last fine-tuning date : 24 oct 2017. Information was requested on several occasions; however, no additional information could be retrieved from the customer to continue the investigation.